Manufacturer narrative:
The hospital suppliers resolved the issue.

Event description:
It was reported to philips that the device reported a error: ECG equipment failure. Device was in clinical use at time of event. However, no patient harm reported. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.